Manufacturer narrative:
The subject device was received and evaluated. Device evaluation noted the reported customer issue was not confirmed. However, evaluation noted the bending section was noted to be dented and failed the electrical continuity test and angulation noted to be low. Additionally, evaluation found as stated in section b5, the image was completely absent with distortion and flickering. Based on investigation results, the reported customer issue was not confirmed. The cause of the reported issue cannot be determined. The image issue was noted to be due to damage component failure and attributed to electronic component failure. Olympus will continue to monitor complaints for this device.

Event description:
Customer reported "failure of leak test " . The issue was found during reprocessing. Event date was not provided. There was no patient involvement in this reported event. Device inspection found the device had no image, completely absent with distortion, flickering was noted.